Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 34mm x 25mm, concentric target lesion was in an area of in-stent restenosis located in a graft anastomis in the moderately calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during second inflation, the balloon ruptured when it reaches 20 atmospheres. The device was removed and completed the procedure with another of same device. There were no patient complications reported. Patient was stable.